Event description:
The customer contacted baxter's technical service center to request assistance with programming in the home choice (hc) device during use. The home patient (hp) stated that she was in the hospital and had a hernia operation. There was no patient injury or medical intervention indicated at the time of the initial report related to the baxter device.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation. The reported issue could not be confirmed and the assignable cause could not be determined. A review of the device service history revealed no servicing issues that could have caused or contributed to the reported difficulty of a hernia. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. If additional information becomes available, a follow up report will be submitted.